Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving hydromorphone (concentration 2.5 mg/ml, dose 0.3083 mg/day) and bupivacaine (concentration 5 mg/ml, dose 0.6166 mg/day) via intrathecal drug delivery pump for malignant pain and spine/back. It was reported that a critical alarm was heard and confirmed by telemetry. The hcp stated that the pump was refilled a couple of months ago. On the night prior to this report date the patient heard the pump alarming and on this report date, it was confirmed that there was a low battery reset, safe state with a reset at 0715. The hcp stated that the pump had 10 months for the elective replacement indicator (eri). The technical service specialist assisted the hcp in troubleshooting; the event logs were accessed and reviewed, they re-programmed the pump out of the anomalies and at the time of this report, everything looked ok but they would consider replacing the pump if it occurred again. There were no medical symptoms reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the report that the patient's pump was replaced on (B)(6)2017 and the event occurred on (B)(6)2017 updated to reflect the report that a manufacturer's representative was aware of the patient's pump replacement updated to reflect the report that the patient's pump was replaced on (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4)2017 from the patient's healthcare provider (hcp) via a manufacturer's representative. It was reported that this event began on (B)(6)2017. It was reported again that the patient's pump went into safe mode while at minimum rate. The hcp called the manufacturer and it was recommended that a pump replacement occur. The safe mode was reprogrammed and then went into safe mode again soon afterward. The pump was replaced on (B)(6)2017 and would be returned to the manufacturer for analysis. The patient's pump contained dilaudid and bupivacaine. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury".no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-18. It was reported that the cause of the low battery reset was pump malfunction.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017. The logs indicate that a reset occurred and the pump was in safe state. It was stated that the patient's current catheter was clear. It was noted that the most of the drug was removed for the new pump. No further complications were reported.

Manufacturer narrative:
Analysis of the pump on 2017-oct-16 revealed high battery resistance. If information is provided in the future, a supplemental report will be issued.